Event description:
Baxter received a report from a baxter technician to report that totalcare frame power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.